Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had the speaker not functioning. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be rear case failure. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device observed the speaker not functioning. No additional information is available.